Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt was receiving add gel messages and that the electrode belt had a damaged cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable and add gel messages) were confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief and detached from the distribution node pcb. The detached cable caused the reported messages. The root cause of the pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.